Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient indicated that on october (B)(6) 2012, she had bg levels of over "600 mg/dl." During that time, the patient had a bad headache and she alleged that the pump was not delivering insulin. Her father reportedly took her to a hospital on (B)(6) 2012, where she was diagnosed with dka. The hospital reportedly obtained a bg level of "770 mg/dl." The patient was treated with an insulin drip and IV fluids. She was released from the hospital on (B)(6) 2012, with a bg level of "400 mg/dl." At the time of contact with anm, the patient was on injection therapy and her bg level was at "404 mg/dl." She was also feeling very tired and could not eat. The patient mentioned that she was possibly pregnant. The patient was advised to go to an emergency room (ER) by the anm representative involved in this contact. Through troubleshooting, the patient changed the cartridge and tubing. She attempted to perform the rewind, load, and prime steps. However, according to the patient, the load step was cut short and the patient never received any insulin from the tubing before receiving a low cartridge alarm. The patient then removed the cartridge and noticed that it still contained the same amount of insulin prior to attempting to prime. The prime history revealed a prime volume of "127.3 units" on (B)(6) 2012, at 4:14 pm. At 4:08 pm that same afternoon, another prime volume of "62.1 units" was recorded as well as 7.4 units at 4:07 pm. The next prime recorded was 3.4 units on (B)(6) 2012, at 5:55 pm. The patient alleged that due to the pump issues, she suffered the high bg levels. The pump's alarm history only consisted of low and empty cartridge warnings on (B)(6) 2012. According to patient, the piston rod in the cartridge compartment was not moving at all during the rewind step. She denied that he pump was exposed to any trauma or moisture. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering the alleged large prime volume issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no loss or prime or no cartridge detected warnings. The black box shows the pump was suspended on (B)(6) 2012 at 2:36 am and delivery was resumed on (B)(6) 2012 at 4:22pm. The prime history verifies the reported prime volumes. The dates in the total daily dose history change from (B)(6) 2012, and from (B)(6) 2012. The daily insulin delivery totals appear inconsistent due to the date changes. A rewind, load, and prime sequence were successfully performed with no alarms occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A force sensor calibration test confirmed that the sensor is detecting the correct force. A cartridge with 100 units was correctly loaded into the pump with no issues. The pump was opened and no damage was found to the force sensor circuit. There were no issues found with the piston rod. No defect was found on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.